Manufacturer narrative:
B3: date of event unknown. Received one device. Visual inspection found no damage. Customer reported issue of cassette not attached error, confirmed through, occlusion test and latch lock test. Replaced latch lock sensor. Performed latch lock test and occlusion test. Performed sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Received one device. It was reported that the cassette was not attached. The event occurred during testing.